Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately low results compared to her feelings and compared to a lab reading. The complaint was classified based on the customer care advocate (cca) documentation as well as during a follow up call with the patient on (B)(6) 2013. The patient reported the alleged issue had been recurring for the past few months prior to contacting lfs. The patient was unable to recall any low blood glucose readings obtained on the lfs meter. The patient reported using lantus and novolog insulin on a sliding scale to manage her diabetes. The patient reported several times over the past few months prior to contacting lfs, she developed symptoms of ¿dizzy, weak, palpitations and heaviness in her chest.¿ the patient reported she associated the symptoms with extremely high or extremely low blood glucose. The patient reported taking her insulin as usual on the day of the alleged issue and did not give herself any treatment. The patient reported in (B)(6) 2013, she drove herself the 4 blocks to the hospital while having symptoms. The patient reported a reading of ¿650-700 mg/dl¿ was obtained on a lab reading. The patient did not report if a reading was obtained on the meter at the same time. The patient reported she was given insulin to ¿slowly bring down her blood glucose.¿ the patient reported she was hospitalized for several days while her blood glucose stabilized. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue, she developed symptoms suggestive of an acute complication of diabetes and required treatment from a healthcare professional for severe hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.